Manufacturer narrative:
(B)(4).

Event description:
An implantable collamer lens was implanted into the patients eye and it was reported that there is a planned explant and exchange. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5- "an implantable collamer lens was implanted into the patient's right eye (od) and it was reported that there is a planned explant and exchange." Claim# (B)(4).